Manufacturer narrative:
Additional data: the reporter indicated the patient is doing well, and is under observation by the doctor. Claim # (B)(4).

Manufacturer narrative:
Expiration date unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens. It was reported the patient possibly experienced halos due to aquaport. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.